Event description:
Per the customer the device was found to be loose which could lead to a potential inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer the device was found to be loose which could lead to a potential inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.